Event description:
The manufacturer's representative reported that during pump replacement, a priming bolus for pump tubing was not programmed on the back table prior to pump connection, as existing catheter was clamped with drug. The pump contained morphine. No patient injury was reported.

Manufacturer narrative:
.